Event description:
It was reported that total parenteral nutrition (tpn) was leaking from the filter upon assessment of the tubing on (B)(6) 2019. The tubing was last changed on (B)(6) 2019. Thereafter, clear fluids were ordered for the patient and the entire line and caps were changed. The event occurred in neonatal intensive care unit IV (nicu IV). It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer's report that the tubing leaked at the filter was confirmed. The set samples were visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set's micron adult filter's lower air vent membrane was wetted/compromised and functional testing observed a leak (termed ¿weeping out¿) from the same area. The root cause of the leak was unable to be identified. Although the root cause was not definitively determined, the probable identified cause of the filter vent leak is clog/oversaturation of filter and the time of use from which the fluid flow was restricted. The fluid then seeks the path of least resistance through the filter vent.

Manufacturer narrative:
Concomitant medical products: non-bd extension set; (2) alcohol caps. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics was not provided.

Event description:
It was reported that total parenteral nutrition (tpn) was leaking from the filter upon assessment of the tubing on (B)(6) 2019. The tubing was last changed on (B)(6) 2019. Thereafter, clear fluids were ordered for the patient and the entire line and caps were changed. The event occurred in neonatal intensive care unit IV (nicu IV). There was no patient injury. Although requested, additional information was not provided.